Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The o2 cell sensor was replaced to resolve the issue.

Manufacturer narrative:
Per additional information, the o2 sensor is a customer replaceable item, the function of which is checked in the preop checkout, as outlined in the user manual. The amount of o2 being delivered to the patient is displayed on the flowmeter. The machine is also designed with the link 25 system to ensure minimum o2 is delivered. There was no reportable malfunction.

Manufacturer narrative:
Ge healthcare has investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no report of patient involvement. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in power failure of the unit. There was no patient involvement.